Manufacturer narrative:
The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was fractured and the distal lead was abandoned. It was further reported that the right ventricular (rv) lead exhibited high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.